Event description:
It was reported that the intra-aortic balloon (iab) was inserted and inflated for 1 or 2 cardiac cycles before the console generated a leak in iab circuit alarm. Blood was then seen in the catheter tubing. This was a sheath-less insertion done after dilatation. The iab was removed and replaced with new one to continue therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
Visual examination of the provided photos show what appears to be dried blood inside the iab tubing. However, since the device was not returned for evaluation, we are unable to conclusively determine how dried blood entered inside the iab tubing. If the device becomes available for return, an updated evaluation will be provided. The evaluation confirmed the reported problem. Reference complaint (B)(4).

Event description:
N/a.

Manufacturer narrative:
Device evaluation: the iab was returned with the membrane completely unfolded. No blood was visible on the catheter. The extender tubing was also returned. Photos were provided and reviewed. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and a leak was observed on the catheter tubing approximately 51.1cm from iab tip. The penetration found in the catheter tubing appears to have been caused by a sharp object. Though we are unable to determine when the penetration may have occurred, it is likely that it caused the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint (B)(4).